Event description:
Infant seen at outside hosp in '08 with fever. Chest x-ray obtained using "pigg-o-stat" immobilizer. Departing from protocol, mother allowed to position child in device because of discomfort with the machine. Parents report child was then "stuck" in the device and 2 people had to pull him out. They believe he had increased fussiness and problems with diaper changes over the next day. Child presented at pediatric clinic about 2 days later, with symptoms of leg pain and low-grade fever. Sent to primary children's emergency dept for eval. X-ray identified acute, bilateral, symmetric femoral neck fractures. Child abuse evaluation initiated. Remainder of evaluation -skeletal survey, head CT- negative. Family consistent -with cps and police eval- with history of no trauma except pigg-o-stat. We measured the distance between femoral trochanters - 9.5 cm - and the widest part of the pigg-o-stat seat - 9.5 cm-. I strongly suspect that the fractures occurred when mother placed child into this seat without appropriate training. Unfortunately, this device seems to cause significant anxiety and mistakes such as this may recur.